Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, a stent was implanted in front of the lesion because the area from the tip to the guidewire exit port was deformed from the time of opening. However, when the opticross was inserted, it faced the direction of the stent and became caught by the stent in front of the lesion, preventing insertion into the lesion. The physician was able to successfully pass it through the lesion by replacing the opticross, and the procedure was completed.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, a stent was implanted in front of the lesion because the area from the tip to the guidewire exit port was deformed from the time of opening. However, when the opticross was inserted, it faced the direction of the stent and became caught by the stent in front of the lesion, preventing insertion into the lesion. The physician was able to successfully pass it through the lesion by replacing the opticross, and the procedure was completed.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues, and the device appears to be in good condition. Microscope inspection revealed that the guidewire exit port was damaged, but the distal section of the tip was in good condition. A functional test was performed on a test guidewire, and no resistance was noted when tracking the guidewire into the catheter.